Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date returned to manufacturer therapy date is unknown. Device history records review was conducted. The report indicates that the: DHR review for part #314.469, synthes lot #6064893, release to warehouse date: 19-jan-2009, expiration date: n/a, manufactured by (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 3.0mm screwdriver tip broke during a planned hardware removal on (B)(6) 2017. The hardware was requested to be removed from the (B)(6) patient. The date of the original procedure is unknown. During the procedure, when the surgeon first inserted the screwdriver and torqued it, the tip broke off. There were no fragments that remained behind. The explanted hardware included: one 3.0mm cannulated screw, which was removed intact. There was no reported surgical delay and no additional x-rays were required. The procedure was completed successfully with the patient in stable condition. This complaint involves one (1) device. Concomitant device reported: 3.0mm cannulated screw (part #: unknown; lot #: unknown; quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A product investigation was performed. The 314.463 lot number 6064893 cannulated cruciform screwdriver was returned and reported that the tip of the screwdriver in question broke during a planned hardware removal. This complaint condition was likely caused by years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 314.463 cannulated cruciform screwdriver is an instrument routinely used in the 3.0mm cannulated screws system. The device was returned and reported to be broken. This condition is confirmed; three of the four spokes of the cruciform tip have broken off and were not returned. The device was manufactured in jan 2009; it is approx. 8 years old. It is likely that over approx. 8 years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The balance of the returned device is in otherwise fair condition with some superficial wear. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The width of the only remaining spoke from the cruciform tip was measured and the diameter of cannula measured and both features were within allowed specification limits. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. This indicates that all the manufacturing processes were followed as per requirement ensuring product material and hardness at the time of manufacturing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.